Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that these types of events can occur: "material sensitivity reactions," ¿early or late postoperative, infection, and allergic reaction.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-07877 & -07878).

Manufacturer narrative:
Examination of the returned device revealed that the head and cup appeared to show evidence of subluxation of the joint and scratching of the bearing surfaces. An area of porous coating appeared to be missing from the backside of the cup. However, it could not be determined whether this damage occurred during or prior to revision surgery. The complaint is not verifiable. There is no indication of non-conformance with design or manufacture. The relevant articulating and stack dimensions and features were checked and measurements were within the ¿as manufactured¿ requirements on both the head and the cup . Both components, other than handling scratches, conformed to the original manufacturing requirements

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that the patient underwent a total hip arthroplasty (B)(6) 2004. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to adverse reaction to metal debris (armd).